Event description:
An employee from health south institute of tucson, tucson, az, reported that one of their employees was stuck with the needle of fingerstix lancet which had not retracted after sticking a pt.